Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator shortly began alarming" safety valve open, vent malfunction¿ and quit working. The patient was removed from the ventilator and placed on an alternate ventilator without harm.